Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), when the cypher 3.0 x 33 mm stent was opened and removed from the hoop, the physician noted that the distal stent struts were noted to be flared/uplifted. The product was not clinically used in the pt. A taxus stent was used instead to complete the procedure successfully. There was no reported pt injury. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, moderately calcified and moderately tortuous. The packaging was not noted to be damaged prior to opening. There was no reported difficulty removing the product from the packaging. No additional info is available.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 15038508 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: no non-conformance records were issued for this lot. Process monitoring: no excursions were found for lot 15038508. Ubd subassembly lot 15038510 was reviewed. It was observed during review that no non-conformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The (B)(4) for crossing profile and stent retention were reviewed and no anomalies were found. Crimping machine parameters were reviewed and were found within specification during mfg process for this lot.